Event description:
It was reported that during a da vinci-assisted surgical procedure, the instruments would not stop going towards the patient's anatomy. The issue was resolved by itself once the instruments were removed and reinserted. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was not observed with a specific arm; it occurred with all arms used. In all three procedures, the issue was resolved when the instruments were removed and reinserted. The surgeon confirmed that there were no arm collisions.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Gravity calibration was successfully performed on both the right and left master units. Worn grip pads and ac power cable were replaced. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.